Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported that 3 unspecified bd¿ syringe hubs separated from the device and had plunger issues. The following information was provided by the initial reporter : the customer reported syringes that would become detached while administering insulin and also stuck while administering insulin resulting in reduced doses.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 3 unspecified bd" syringe hubs separated from the device and had plunger issues. The following information was provided by the initial reporter: the customer reported syringes that would become detached while administering insulin and also stuck while administering insulin resulting in reduced doses.